Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they had not notified the doctor about it as every time they went to the doctor, they would blame patient for the device not working and got tired of this and quit going to him. Issue had not been resolved yet. Patient weight was reported. Another doctor checked this out and stated that it was put in wrong and the battery was dead on (B)(6) 2017. They said if they took it out than patient would not able to control their urine at all so the patient was not sure what to do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient did not get along with their doctor, and started seeing a new doctor and "one of your representative was there but I don't remember his name but he said it had never been programmed, so he programmed it and said it would work but it doesn't work". Patient said that the battery in their body "is dead, it dont work at all". Patient said this started happening "when then they told me at (B)(6) 2017 that it was dead and the doctor there said the device was put in wrong and it cannot work in the position it was in". Patient was recommended they consult with healthcare professional (hcp) about either having device taken out or replaced. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.